Manufacturer narrative:
The device was returned but has not yet been evaluated. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). The pod¿s cannula was out of the skin and bent. Hyperglycemia treated by patient activating new pod with a correction bolus and drank a lot of water. The pod was worn between 1 and 4 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.